Manufacturer narrative:
B2: correction. D4. H4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported arrhythmia as well as a direct correlation to heartmate ii lvas could not be conclusively determined through this evaluation. The account communicated that the patient had 10 hours of slow vt and was then shocked by his defibrillator. The account is looking for possible suction events that may have contributed to the patient¿s vt. Additional information indicated that the patient was appropriately defibrillated by his ICD for vt on (B)(6)2019 during his admission. The cause of the vt was reportedly unknown, but the patient will undergo vt ablation to attempt to eliminate the issues. Additional information was requested, but not provided. The account submitted log files for review which contained data from (B)(6)2019 through (B)(6)2019 and from (B)(6)2019 through (B)(6)2019. Of note, the log files captured 250 pi events occurring over the approximately 9 days of captured data. Additionally, the log file captured a no external power alarm on (B)(6)2019 at 09:36:21 coincident with backup battery fault and low battery hazard alarms. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log files and the pump appeared to be functioning as intended. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 10 hours of slow ventricular tachycardia. At that time, speed was changed from 9800 to 10000 rpm. The manufacturer technical services reviewed the submitted log file and no unusual events or notable alarms were seen in the log file. The patient had another ventricular tachycardia episode on (B)(6) 2019. Another log file review was requested, but the manufacturer technical services observed no unusual events or alarms with the exception of low battery hazard due to a no external power event, which was the last event recorded on the log file on (B)(6) 2019; when it was assumed, patient was being placed on hospital power module for left ventricular assist device (lvad) interrogation. The cause of ventricular tachycardia was unknown. Further arrhythmias occurred during hospital stay. No further information was provided.